Event description:
Six hours after an atrial fibrillation procedure, a (B)(6) female patient experienced a cardiac tamponade. The patient was experiencing "blood pressure issues" and the cardiac tamponade was confirmed by echo. A pericardiocentesis was performed and 2 liters of fluid were removed. The patient was reported to be in stable condition but required extended hospitalization. A smarttouch bidirectional catheter was used during the procedure. The physician thought that the patient¿s anatomy and being a first time ablation, the power and force balance may have been too much. There were no reported malfunctions of any bwi products during the procedure. This event is a reportable serious injury.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4). Concomitant products: carto 3 system, model #:m-4800-01, serial #:(B)(4). .stockert 70 system, model #: m-5463-01, serial #: (B)(4). Cool flow pump, model #: unknown, serial #: unknown. Pentaray nav catheter, model #:d-1282-01-s, lot #: unknown. St. Jude medical brk needle. St. Jude medical sl0 8.5f x 63cm sheath. (B)(4).